Event description:
A customer contacted baxter's technical service center reporting that the patient line over primed during priming on the homechoice (hc) machine. Patient not connected. The technical service representative (tsr) reviewed the patient line priming with the home patient (hp). The hp wanted to restart therapy, so the tsr assisted the hp to retrieve the set. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
Product surviellance contacted the home patient (hp) to gather additional information. The hp stated that she has no idea what happened. The hp stated that it could have been something she did for all she knows. The hp stated that she spoke with her nurse and everything has been worked out and she is able to continue therapy just fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was from a home patient for overprime. The complaint was not confirmed due to a lack of sample. Root cause was undetermined. Batch review was not performed since lot number information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determined if further actions are required.